Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and a bolus was delivered to address bg. Customer did not know cause of elevated bg and reportedly, discussed event/pump settings with a healthcare provider.